Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing undesired pocket stimulation at his scs ipg pocket site regardless of stimulation being on or off. The physician advised the patient to go to the ER. Diagnostics revealed low impedance values. As a result, the scs ipg was explanted and replaced with a different model. The issue resolved with the surgical intervention.